Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22.2 mmol/l; cause was not known. Customer was admitted into the emergency room. Customer declined to provide further information.